Event description:
Caller reported that the t:slim x2 pump battery would not charge, and there was a power source alert indicating the issue. There was no adverse impact to the customer's blood glucose level. The issue resolved after the customer changed charging supplies, which included using a tandem wall adapter and tandem charging cable. No further assistance was required as the pump began charging again.